Manufacturer narrative:
The company representative examined the system and verified system message "vfi (inject) and prop scissors are not available" in the system's event log. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).

Event description:
A nurse coordinator reported that on occasion, the system displays an error message when beginning the fluid / gas exchange. The issue resolves after rebooting the system in most cases; however, during one case, the issue persisted and the surgeon performed the fluid / gas exchange manually. There was no injury or harm to the patient. Additional information has been requested.